Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in belgium underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the peg replacement, the peg was in the stomach and perforated the colon. The perforation was surgically repaired. The jejunal tube was placed via a gastroscopy.